Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Unit delivered properly all bolus programmed during testing. No cosmetic damage noted.

Event description:
The customer reported via phone call of being hospitalized for having high blood glucose of 400 mg/dl. Troubleshooting found that the customer had issues with no delivery and the infusion set. Customer declined further high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.